Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported they are not getting 50% reduction in symptoms. The patient stated this started on christmas eve. The patient  stated they were advised to have stimulation at 0.5 volts, but stated they weren't getting any relief at that setting so the patient  increased stimulation to 0.7 volts. The patient stated that they were getting relief at 0.7 volts for a while and then it stopped. The patient stated they were feeling stimulation for an hour or two following making change and then feeling of stimulation went away. The patient stated they are not feeling stimulation now and not getting 50% reduction in symptoms. Reviewed therapy considerations. The patient wanted to try increasing stimulation again and increased stim to 0.8 volts on call. The patient stated they are on program 3. The patient confirmed feeling stimulation comfortably at 0.8 volts. The patient will monitor symptoms now that change was made and will follow-up with the healthcare provider (hcp) if not seeing improvement. The patient mentioned they have follow-up appointment with the healthcare provider (hcp) on january 9th. No further complications were reported.